Manufacturer narrative:
No malfunction of power wheelchair suspected. End user's son reported that end user drove the power wheelchair off the porch stairs. The owner's manual warn's, "never attempt to drive a power wheelchair off or up onto a curb, stairs higher than 1.5 inches, or an escalator".

Event description:
The end user's son alleges while the end user was operating the power wheelchair, he drove down this front porch stairs and allegedly, as a result, was hospitalized with injuries.